Event description:
The stryker fluid management system (fms) was not registering the fluid deficit or inflow correctly. At one point the deficit read over 1300 ml (which was not possible given the amount in the suction cannisters). The fms was disconnected when the deficit returned to 700 ml (which could not be accounted for in the cannisters). A laparoscopy was performed to check for fluid leaking into the abdominal cavity and minimal fluid was found. A new fms was obtained and the procedure continued as planned without further incident.